Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a material on the stylet is confirmed; however, the root cause could not be determined. One photograph was returned for evaluation. An initial visual observation showed the stylet looped around itself. The t-lock was not observed on the stylet. The distal tip of the stylet was slightly bent. What appeared to be small strands of a material/substance were observed on the stylet. The material/substance may have been the delamination of the hydrophilic coating. Possible causes include excessive force during removal of the t-lock assembly, withdrawal of the stylet through a dry t-lock prior to flushing, and withdrawal of the stylet across the edge of the t-lock. However, other unidentified environmental factors may have also contributed to the damage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported burrs in the catheter support stylet, uneven and large coverage of silicone grease. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.